Manufacturer narrative:
(B)(4). Additional information received. There was no patient consequence. The device passed the pre-test.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed, and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the device was in coagulation mode with the green button and it did not stop. It smelled like burnt and the white plastic protection of the jaws fell apart. No part of the protection was fallen into the patient.

Manufacturer narrative:
(B)(4). Investigation summary: the device received was returned with the tissue pad with no apparent damage as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device did activate when each of the max and min hand activation buttons were depressed, but no continuous activation occurred at any time during functional testing. The device was disassembled to inspect the internal components and no anomalies were found that could have caused a continuous activation. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.